Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/smoke issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending of the haze/mist/smoke issue was reviewed for the past six months (april 2017 to october 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, oil mist filter, catalytic converter and the adapter converter were not available for return. The assignable cause of the haze/mist/smoke issue was the vacuum pump oil, oil mist filter, catalytic converter and the adapter converter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(6). (B)(4). A field service engineer was dispatched to customer site. The vacuum pump oil, oil mist filter, catalytic converter and the adapter converter were all replaced to resolve the smoke issue. Unit was determined to meet specifications and was returned to service.

Event description:
A customer reported an event of "smoke" emitting from the sterrad® 100nx sterilizer while running a cycle. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.